Manufacturer narrative:
The mini-polyaxial screwdriver was returned with a portion of the tip broken off. The remaining portion of the tip is severely twisted. The instrument was manufactured in february of 2005 and appears to have seen hard use. Events of this nature can result from significant force applied to the device.

Event description:
It was reported that while a doctor was inserting a screw into c2, the tip of the driver broke off inside the head of the screw. Surgeon could not get the piece of the driver out of the screw and decided to leave the screw implanted. Because an unintended portion of the device was left inside the body, an MDR has been filed to document this event.